Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("I had a perforated coil in my two"), pelvic inflammatory disease ("pelvic inflammatory disease"), pregnancy with contraceptive device ("pregnancy"), abortion spontaneous ("(stillbirth or miscarriage)") and genital haemorrhage ("bleeding, abnormal bleeding") in a (B)(6) female patient who had essure (batch no. Unknown) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "they have never diagnosed essure in correct position/patient never came for post essure hsg appointment" and device ineffective "device ineffective". The patient's past medical history included vaginal delivery on (B)(6) 2010. Prior the insertion, no abnormal findings were found. Concurrent conditions included body mass index normal, anxiety disorder, heartburn, gastritis, appendicitis, sciatica, shortness of breath, pain in hip and ovarian cyst. Concomitant products included diazepam (valium) since 2011, ibuprofen since 2011, ketorolac tromethamine (toradol) since 2011, panadeine co (tylenol #3) and vicodin since 2011. On (B)(6) 2011, the patient had essure inserted. In 2012, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), headache ("headaches"), nausea ("nausea associated with dizziness"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), visual impairment ("vision/eye problems"), eye disorder ("vision/eye problems"), fatigue ("fatigue") and dizziness ("dizziness"). In (B)(6) 2012, the patient experienced pain in extremity ("severe pain shooting down my leg/ pain, arm pain"), abdominal pain upper ("gastrointestinal or digestive system condition: pain, epigastric pain, gastric pain"), chest pain ("chest pain") and abdominal pain lower ("right lower quadrant pain / right side pain"). In 2014, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant) and abortion spontaneous (seriousness criterion medically significant). On (B)(6) 2016, 4 years 10 months after insertion of essure, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain / pain/ stabbing pains"), abdominal pain ("abdominal pain"), back pain ("back pain"), migraine ("migraines / headaches"), scar ("scar from it on my right side"), menstrual disorder ("abnormal menstrual cycles"), abdominal distension ("swelling in my belly area /severe to my stomach area to where it puffs"), burning sensation ("burning"), anxiety ("severe anxiety attacks"), coital bleeding ("bleeding with intercourse"), infection ("infections"), hot flush ("hot flashes"), urinary tract infection ("infection (bladder/ urinary tract/vaginal), infection (other) describe: urinary tract"), rash erythematous ("rashes or skin conditions type: redness and itching on side of thighs and pelvic area"), weight increased ("weight gain / loss specify which one: weight gain"), alopecia ("hair loss") and hypersensitivity ("allergic or hypersensitivity reaction"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. Essure treatment was not changed. At the time of the report, the fallopian tube perforation, pelvic inflammatory disease, pregnancy with contraceptive device, abortion spontaneous, genital haemorrhage, abdominal pain, back pain, migraine, pain in extremity, scar, menstrual disorder, abdominal distension, burning sensation, anxiety, coital bleeding, infection, hot flush, menorrhagia, vaginal haemorrhage, urinary tract infection, female sexual dysfunction, rash erythematous, headache, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, visual impairment, eye disorder, fatigue, weight increased, alopecia, hypersensitivity, abdominal pain upper, chest pain, abdominal pain lower and dizziness outcome was unknown and the pelvic pain had not resolved. The pregnancy outcome was reported as spontaneous abortion. The reporter provided no causality assessment for abdominal distension, abdominal pain, anxiety, back pain, burning sensation, coital bleeding, fallopian tube perforation, genital haemorrhage, infection, menstrual disorder, migraine, pain in extremity, pelvic pain and scar with essure. The reporter considered abdominal pain lower, abdominal pain upper, abortion spontaneous, alopecia, chest pain, dizziness, dysmenorrhoea, dyspareunia, eye disorder, fatigue, female sexual dysfunction, headache, hot flush, hypersensitivity, menorrhagia, nausea, pelvic inflammatory disease, pregnancy with contraceptive device, rash erythematous, urinary tract infection, vaginal discharge, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: during the insertion, paracervical block was performed, zentac was also administrated. The insertion was easy, the procedure did not take more than 20 min, no fluid loss during hysteroscopy more than 1500 cc was noted. No complaints immediately after insertion were observed. According to physician, they have never diagnosed essure in correct position. Patient was seen in (B)(6) 2012 for pain. An ultrasound was performed, however the patient did not come for the hsg. It was unknown if essure was removed, since the patient was not seen since 2012. According to medical records: she has an essure in place but would like a hysterectomy or essure removed because pain has not improved since placement of essure. Diagnostic results (normal ranges are provided in parenthesis if available): (B)(6). On unspecified date, an ultrasound was performed, no result was informed. The patient did not come for the hsg exam. On (B)(6) 2015, patient underwent hysterosalpingogram. Concerning the injuries in the case, the following ones were described in patient's medical records: chest pain, depression, headache, abdominal pain upper, back pain, abdominal pain lower, abdominal pain, vaginal discharge, flank pain, nausea, pelvic pain, urinary tract infection. Most recent follow-up information incorporated above includes: on 27-apr-2018: pfs and mr received: new reporters, patient demographic information, product indication, onset date updated, concomitant disease and medication, new events pregnancy with contraceptive device, abortion spontaneous, hot flush, menorrhagia, vaginal haemorrhage, device ineffective, urinary tract infection, female sexual dysfunction, erythema, urinary tract disorder, bladder disorder, headache, nausea, dysmenorrhea, dyspareunia, vaginal discharge, visual impairment, eye disorder, fatigue, weight increased, gastrointestinal disorder, alopecia, hypersensitivity, abdominal pain upper, chest pain, abdominal pain lower, dizziness and flank pain added. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('I had a perforated coil in my two') and pelvic inflammatory disease ('pelvic inflammatory disease') in a 38-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "they have never diagnosed essure in correct position/patient never came for post essure hsg appointment" and device ineffective "device ineffective". The patient's medical history included vaginal delivery on (B)(6) 2010, uterine dilation and curettage, endometriosis and endometriosis ablation. Prior the insertion, no abnormal findings were found. On unspecified date, an ultrasound was performed, no result was informed. The patient did not come for the hsg exam. On (B)(6) 2015, patient underwent hysterosalpingogram hysterosalpingogram: (B)(6) 2011- confirmed full occlusion and proper placement. Concurrent conditions included body mass index normal, anxiety disorder, heartburn, gastritis, appendicitis, sciatica, shortness of breath, pain in hip, ovarian cyst, ache, depression and anxiety. Concomitant products included ibuprofen since 2011 for weight gain as well as codeine phosphate;paracetamol (tylenol with codeine no.3), diazepam (valium) since 2011, hydrocodone bitartrate;paracetamol (vicodin) since 2011, ketorolac tromethamine (toradol) since 2011, naproxen and paracetamol (acetaminophen). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced inflammation ("inflammation"), pruritus ("itching on leg") and dyspnoea ("difficulty breathing"). In 2012, the patient experienced migraine ("migraines / headaches"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), rash erythematous ("rashes or skin conditions type: redness and itching on side of thighs and pelvic area"), headache ("headaches"), nausea ("nausea associated with dizziness"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), visual impairment ("vision/eye problems"), vision blurred ("vision/eye problems / blurred vision"), fatigue ("fatigue"), dizziness ("dizziness") and bladder disorder ("bladder disorder"). In (B)(6) 2012, the patient experienced pain in extremity ("severe pain shooting down my leg/ pain, arm pain"), abdominal pain upper ("gastrointestinal or digestive system condition: pain, epigastric pain, gastric pain"), chest pain ("chest pain") and abdominal pain lower ("right lower quadrant pain / right side pain"). In 2014, the patient was found to have a pregnancy with contraceptive device ("pregnancy / pregnancy (stillbirth or miscarriage)") and experienced abortion spontaneous ("(stillbirth or miscarriage)"). In 2015, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain"). On (B)(6) 2016, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia) / spotting occurring at placement and ongoing for a period of time thereafter") and vaginal haemorrhage ("abnormal bleeding (vaginal)"), 4 years 10 months after insertion of essure. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding, abnormal bleeding"), pelvic pain ("pelvic pain / pain/ stabbing pains / right side pain"), abdominal pain ("abdominal pain"), back pain ("back pain / upper and lower back"), scar ("scar from it on my right side"), menstrual disorder ("abnormal menstrual cycles"), abdominal distension ("swelling in my belly area /severe to my stomach area to where it puffs"), burning sensation ("burning"), anxiety ("severe anxiety attacks"), coital bleeding ("bleeding with intercourse"), infection ("infections"), hot flush ("hot flashes"), urinary tract infection ("infection (bladder/ urinary tract/vaginal), infection (other) describe: urinary tract"), alopecia ("hair loss"), hypersensitivity ("allergic or hypersensitivity reaction"), nervousness ("nervousness"), metrorrhagia ("spotting occurring at placement and ongoing for a period of time thereafter"), urticaria ("hives on thighs"), skin disorder ("skin problems") and depression ("depression"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, pelvic inflammatory disease, pregnancy with contraceptive device, abortion spontaneous, genital haemorrhage, migraine, scar, menstrual disorder, abdominal distension, burning sensation, anxiety, coital bleeding, infection, hot flush, menorrhagia, vaginal haemorrhage, urinary tract infection, female sexual dysfunction, rash erythematous, headache, dysmenorrhoea, dyspareunia, vaginal discharge, visual impairment, vision blurred, fatigue, weight increased, alopecia, hypersensitivity, abdominal pain upper, chest pain, abdominal pain lower, dizziness, bladder disorder, nervousness, urticaria, skin disorder, inflammation, pruritus, dyspnoea and depression outcome was unknown, the pelvic pain, abdominal pain, back pain, pain in extremity and nausea was resolving and the metrorrhagia had not resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter provided no causality assessment for abdominal distension, abdominal pain, anxiety, back pain, burning sensation, coital bleeding, fallopian tube perforation, genital haemorrhage, infection, menstrual disorder, migraine, pain in extremity, pelvic pain and scar with essure. The reporter considered abdominal pain lower, abdominal pain upper, abortion spontaneous, alopecia, bladder disorder, chest pain, depression, dizziness, dysmenorrhoea, dyspareunia, dyspnoea, fatigue, female sexual dysfunction, headache, hot flush, hypersensitivity, inflammation, menorrhagia, metrorrhagia, nausea, nervousness, pelvic inflammatory disease, pregnancy with contraceptive device, pruritus, rash erythematous, skin disorder, urinary tract infection, urticaria, vaginal discharge, vaginal haemorrhage, vision blurred, visual impairment and weight increased to be related to essure. The reporter commented: during the insertion, paracervical block was performed, zentac was also administrated. The insertion was easy, the procedure did not take more than 20min, no fluid loss during hysteroscopy more than 1500 cc was noted. No complaints immediately after insertion were observed. According to physician, they have never diagnosed essure in correct position. Patient was seen in (B)(6) 2012 for pain. An ultrasound was performed, however the patient did not come for the hsg. It was unknown if essure was removed, since the patient was not seen since 2012. According to medical records: she has an essure in place but would like a hysterectomy or essure removed because pain has not improved since placement of essure. Discrepancy noted insertion date: (B)(6) 2010 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: confirmed that the essure is in place in the tube.. Concerning the injuries in the case, the following ones were described in patient's medical records: chest pain, depression, headache, abdominal pain upper, back pain, abdominal pain lower, abdominal pain, vaginal discharge, flank pain, nausea, pelvic pain, urinary tract infection. Amendment: the report was amended for the following reason: this is a retention case. All the information including new event depression , source document, reporter and references from deletion case (B)(4) has been transferred to this case. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('I had a perforated coil in my two') and pelvic inflammatory disease ('pelvic inflammatory disease') in a 38-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "they have never diagnosed essure in correct position/patient never came for post essure hsg appointment" and device ineffective "device ineffective". The patient's medical history included vaginal delivery on (B)(6) 2010, uterine dilation and curettage, endometriosis and endometriosis ablation. Prior the insertion, no abnormal findings were found. On unspecified date, an ultrasound was performed, no result was informed. The patient did not come for the hsg exam. On (B)(6) 2015, patient underwent hysterosalpingogram. Concurrent conditions included body mass index normal, anxiety disorder, heartburn, gastritis, appendicitis, sciatica, shortness of breath, pain in hip, ovarian cyst, ache, depression and anxiety. Concomitant products included ibuprofen since 2011 for weight gain as well as codeine phosphate;paracetamol (tylenol with codeine no.3), diazepam (valium) since 2011, hydrocodone bitartrate;paracetamol (vicodin) since 2011, ketorolac tromethamine (toradol) since 2011, naproxen and paracetamol (acetaminophen). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced inflammation ("inflammation"), pruritus ("itching on leg") and dyspnoea ("difficulty breathing"). In 2012, the patient experienced migraine ("migraines / headaches"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), rash erythematous ("rashes or skin conditions type: redness and itching on side of thighs and pelvic area"), headache ("headaches"), nausea ("nausea associated with dizziness"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), visual impairment ("vision/eye problems"), vision blurred ("vision/eye problems / blurred vision"), fatigue ("fatigue"), dizziness ("dizziness") and bladder disorder ("bladder disorder"). In (B)(6) 2012, the patient experienced pain in extremity ("severe pain shooting down my leg/ pain, arm pain"), abdominal pain upper ("gastrointestinal or digestive system condition: pain, epigastric pain, gastric pain"), chest pain ("chest pain") and abdominal pain lower ("right lower quadrant pain / right side pain"). In 2014, the patient was found to have a pregnancy with contraceptive device ("pregnancy / pregnancy (stillbirth or miscarriage)") and experienced abortion spontaneous ("(stillbirth or miscarriage)"). In 2015, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain"). On (B)(6) 2016, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia) / spotting occurring at placement and ongoing for a period of time thereafter") and vaginal haemorrhage ("abnormal bleeding (vaginal)"), 4 years 10 months after insertion of essure. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding, abnormal bleeding"), pelvic pain ("pelvic pain / pain/ stabbing pains / right side pain"), abdominal pain ("abdominal pain"), back pain ("back pain / upper and lower back"), scar ("scar from it on my right side"), menstrual disorder ("abnormal menstrual cycles"), abdominal distension ("swelling in my belly area /severe to my stomach area to where it puffs"), burning sensation ("burning"), anxiety ("severe anxiety attacks"), coital bleeding ("bleeding with intercourse"), infection ("infections"), hot flush ("hot flashes"), urinary tract infection ("infection (bladder/ urinary tract/vaginal), infection (other) describe: urinary tract"), alopecia ("hair loss"), hypersensitivity ("allergic or hypersensitivity reaction"), nervousness ("nervousness"), metrorrhagia ("spotting occurring at placement and ongoing for a period of time thereafter"), urticaria ("hives on thighs") and skin disorder ("skin problems"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, pelvic inflammatory disease, pregnancy with contraceptive device, abortion spontaneous, genital haemorrhage, migraine, scar, menstrual disorder, abdominal distension, burning sensation, anxiety, coital bleeding, infection, hot flush, menorrhagia, vaginal haemorrhage, urinary tract infection, female sexual dysfunction, rash erythematous, headache, dysmenorrhoea, dyspareunia, vaginal discharge, visual impairment, vision blurred, fatigue, weight increased, alopecia, hypersensitivity, abdominal pain upper, chest pain, abdominal pain lower, dizziness, bladder disorder, nervousness, urticaria, skin disorder, inflammation, pruritus and dyspnoea outcome was unknown, the pelvic pain, abdominal pain, back pain, pain in extremity and nausea was resolving and the metrorrhagia had not resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter provided no causality assessment for abdominal distension, abdominal pain, anxiety, back pain, burning sensation, coital bleeding, fallopian tube perforation, genital haemorrhage, infection, menstrual disorder, migraine, pain in extremity, pelvic pain and scar with essure. The reporter considered abdominal pain lower, abdominal pain upper, abortion spontaneous, alopecia, bladder disorder, chest pain, dizziness, dysmenorrhoea, dyspareunia, dyspnoea, fatigue, female sexual dysfunction, headache, hot flush, hypersensitivity, inflammation, menorrhagia, metrorrhagia, nausea, nervousness, pelvic inflammatory disease, pregnancy with contraceptive device, pruritus, rash erythematous, skin disorder, urinary tract infection, urticaria, vaginal discharge, vaginal haemorrhage, vision blurred, visual impairment and weight increased to be related to essure. The reporter commented: during the insertion, paracervical block was performed, zentac was also administrated. The insertion was easy, the procedure did not take more than 20min, no fluid loss during hysteroscopy more than 1500 cc was noted. No complaints immediately after insertion were observed. According to physician, they have never diagnosed essure in correct position. Patient was seen in (B)(6) 2012 for pain. An ultrasound was performed, however the patient did not come for the hsg. It was unknown if essure was removed, since the patient was not seen since 2012. According to medical records: she has an essure in place but would like a hysterectomy or essure removed because pain has not improved since placement of essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: confirmed that the essure is in place in the tube. Concerning the injuries in the case, the following ones were described in patient's medical records: chest pain, depression, headache, abdominal pain upper, back pain, abdominal pain lower, abdominal pain, vaginal discharge, flank pain, nausea, pelvic pain, urinary tract infection. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received : events added- pruritus, skin disorder, urticaria, difficulty breathing, inflammation. Seriousness criteria for event genital hemorrhage, spontaneous abortion, pregnancy updated to non serious. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('I had a perforated coil in my two') and pelvic inflammatory disease ('pelvic inflammatory disease') in a 38-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "they have never diagnosed essure in correct position/patient never came for post essure hsg appointment" and device ineffective "device ineffective". The patient's medical history included vaginal delivery on (B)(6) 2010, uterine dilation and curettage, endometriosis and endometriosis ablation. Prior the insertion, no abnormal findings were found. On unspecified date, an ultrasound was performed, no result was informed. The patient did not come for the hsg exam. On (B)(6) 2015, patient underwent hysterosalpingogram hysterosalpingogram: (B)(6) 2011- confirmed full occlusion and proper placement. Concurrent conditions included body mass index normal, anxiety disorder, heartburn, gastritis, appendicitis, sciatica, shortness of breath, pain in hip, ovarian cyst, ache, depression and anxiety. Concomitant products included ibuprofen since 2011 for weight gain as well as codeine phosphate;paracetamol (tylenol with codeine no.3), diazepam (valium) since 2011, hydrocodone bitartrate;paracetamol (vicodin) since 2011, ketorolac tromethamine (toradol) since 2011, naproxen and paracetamol (acetaminophen). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced inflammation ("inflammation"), pruritus ("itching on leg") and dyspnoea ("difficulty breathing"). In 2012, the patient experienced migraine ("migraines / headaches"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), rash erythematous ("rashes or skin conditions type: redness and itching on side of thighs and pelvic area"), headache ("headaches"), nausea ("nausea associated with dizziness"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), visual impairment ("vision/eye problems"), vision blurred ("vision/eye problems / blurred vision"), fatigue ("fatigue"), dizziness ("dizziness") and bladder disorder ("bladder disorder"). In (B)(6) 2012, the patient experienced pain in extremity ("severe pain shooting down my leg/ pain, arm pain"), abdominal pain upper ("gastrointestinal or digestive system condition: pain, epigastric pain, gastric pain"), chest pain ("chest pain") and abdominal pain lower ("right lower quadrant pain / right side pain"). In 2014, the patient was found to have a pregnancy with contraceptive device ("pregnancy / pregnancy (stillbirth or miscarriage)") and experienced abortion spontaneous ("(stillbirth or miscarriage)"). In 2015, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain"). On (B)(6) 2016, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia) / spotting occurring at placement and ongoing for a period of time thereafter") and vaginal haemorrhage ("abnormal bleeding (vaginal)"), 4 years 10 months after insertion of essure. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding, abnormal bleeding"), pelvic pain ("pelvic pain / pain/ stabbing pains / right side pain"), abdominal pain ("abdominal pain"), back pain ("back pain / upper and lower back"), scar ("scar from it on my right side"), menstrual disorder ("abnormal menstrual cycles"), abdominal distension ("swelling in my belly area /severe to my stomach area to where it puffs"), burning sensation ("burning"), anxiety ("severe anxiety attacks"), coital bleeding ("bleeding with intercourse"), infection ("infections"), hot flush ("hot flashes"), urinary tract infection ("infection (bladder/ urinary tract/vaginal), infection (other) describe: urinary tract"), alopecia ("hair loss"), hypersensitivity ("allergic or hypersensitivity reaction"), nervousness ("nervousness"), metrorrhagia ("spotting occurring at placement and ongoing for a period of time thereafter"), urticaria ("hives on thighs"), skin disorder ("skin problems") and depression ("depression"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, pelvic inflammatory disease, pregnancy with contraceptive device, abortion spontaneous, genital haemorrhage, migraine, scar, menstrual disorder, abdominal distension, burning sensation, anxiety, coital bleeding, infection, hot flush, menorrhagia, vaginal haemorrhage, urinary tract infection, female sexual dysfunction, rash erythematous, headache, dysmenorrhoea, dyspareunia, vaginal discharge, visual impairment, vision blurred, fatigue, weight increased, alopecia, hypersensitivity, abdominal pain upper, chest pain, abdominal pain lower, dizziness, bladder disorder, nervousness, urticaria, skin disorder, inflammation, pruritus, dyspnoea and depression outcome was unknown, the pelvic pain, abdominal pain, back pain, pain in extremity and nausea was resolving and the metrorrhagia had not resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter provided no causality assessment for abdominal distension, abdominal pain, anxiety, back pain, burning sensation, coital bleeding, fallopian tube perforation, genital haemorrhage, infection, menstrual disorder, migraine, pain in extremity, pelvic pain and scar with essure. The reporter considered abdominal pain lower, abdominal pain upper, abortion spontaneous, alopecia, bladder disorder, chest pain, depression, dizziness, dysmenorrhoea, dyspareunia, dyspnoea, fatigue, female sexual dysfunction, headache, hot flush, hypersensitivity, inflammation, menorrhagia, metrorrhagia, nausea, nervousness, pelvic inflammatory disease, pregnancy with contraceptive device, pruritus, rash erythematous, skin disorder, urinary tract infection, urticaria, vaginal discharge, vaginal haemorrhage, vision blurred, visual impairment and weight increased to be related to essure. The reporter commented: during the insertion, paracervical block was performed, zentac was also administrated. The insertion was easy, the procedure did not take more than 20min, no fluid loss during hysteroscopy more than 1500 cc was noted. No complaints immediately after insertion were observed. According to physician, they have never diagnosed essure in correct position. Patient was seen in (B)(6) 2012 for pain. An ultrasound was performed, however the patient did not come for the hsg. It was unknown if essure was removed, since the patient was not seen since 2012. According to medical records: she has an essure in place but would like a hysterectomy or essure removed because pain has not improved since placement of essure. Discrepancy noted insertion date: (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: confirmed that the essure is in place in the tube.. Concerning the injuries in the case, the following ones were described in patient's medical records: chest pain, depression, headache, abdominal pain upper, back pain, abdominal pain lower, abdominal pain, vaginal discharge, flank pain, nausea, pelvic pain, urinary tract infection. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-aug-2020: quality safety evaluation of ptc.fu 10 and 11 processed together. On 11-aug-2020: pif received: no new significant information received.fu 10 and 11 processed together. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("I had a perforated coil in my two"), pelvic inflammatory disease ("pelvic inflammatory disease"), pregnancy with contraceptive device ("pregnancy / pregnancy (stillbirth or miscarriage)"), abortion spontaneous ("(stillbirth or miscarriage)") and genital haemorrhage ("bleeding, abnormal bleeding") in a 38-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "they have never diagnosed essure in correct position/patient never came for post essure hsg appointment" and device ineffective "device ineffective". The patient's medical history included vaginal delivery on (B)(6)2010, uterine dilation and curettage, endometriosis and endometriosis ablation. Prior the insertion, no abnormal findings were found. On unspecified date, an ultrasound was performed, no result was informed. The patient did not come for the hsg exam. On (B)(6)2015, patient underwent hysterosalpingogram. Concurrent conditions included body mass index normal, anxiety disorder, heartburn, gastritis, appendicitis, sciatica, shortness of breath, pain in hip, ovarian cyst, ache, depression and anxiety. Concomitant products included ibuprofen since 2011 for weight gain as well as codeine phosphate;paracetamol (tylenol with codeine no.3), diazepam (valium) since 2011, hydrocodone bitartrate;paracetamol (vicodin) since 2011, ketorolac tromethamine (toradol) since 2011, naproxen and paracetamol (acetaminophen). On (B)(6)2011, the patient had essure inserted. In 2012, the patient experienced migraine ("migraines / headaches"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), rash erythematous ("rashes or skin conditions type: redness and itching on side of thighs and pelvic area"), headache ("headaches"), nausea ("nausea associated with dizziness"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), visual impairment ("vision/eye problems"), vision blurred ("vision/eye problems / blurred vision"), fatigue ("fatigue"), dizziness ("dizziness") and bladder disorder ("bladder disorder"). In (B)(6)2012, the patient experienced pain in extremity ("severe pain shooting down my leg/ pain, arm pain"), abdominal pain upper ("gastrointestinal or digestive system condition: pain, epigastric pain, gastric pain"), chest pain ("chest pain") and abdominal pain lower ("right lower quadrant pain / right side pain"). In 2014, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced abortion spontaneous (seriousness criterion medically significant). In 2015, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain"). On (B)(6)2016, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia) / spotting occurring at placement and ongoing for a period of time thereafter") and vaginal haemorrhage ("abnormal bleeding (vaginal)"), 4 years 10 months after insertion of essure. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain / pain/ stabbing pains / right side pain"), abdominal pain ("abdominal pain"), back pain ("back pain / upper and lower back"), scar ("scar from it on my right side"), menstrual disorder ("abnormal menstrual cycles"), abdominal distension ("swelling in my belly area /severe to my stomach area to where it puffs"), burning sensation ("burning"), anxiety ("severe anxiety attacks"), coital bleeding ("bleeding with intercourse"), infection ("infections"), hot flush ("hot flashes"), urinary tract infection ("infection (bladder/ urinary tract/vaginal), infection (other) describe: urinary tract"), alopecia ("hair loss"), hypersensitivity ("allergic or hypersensitivity reaction"), nervousness ("nervousness") and metrorrhagia ("spotting occurring at placement and ongoing for a period of time thereafter"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2018. At the time of the report, the fallopian tube perforation, pelvic inflammatory disease, pregnancy with contraceptive device, abortion spontaneous, genital haemorrhage, migraine, scar, menstrual disorder, abdominal distension, burning sensation, anxiety, coital bleeding, infection, hot flush, menorrhagia, vaginal haemorrhage, urinary tract infection, female sexual dysfunction, rash erythematous, headache, dysmenorrhoea, dyspareunia, vaginal discharge, visual impairment, vision blurred, fatigue, weight increased, alopecia, hypersensitivity, abdominal pain upper, chest pain, abdominal pain lower, dizziness, bladder disorder and nervousness outcome was unknown, the pelvic pain, abdominal pain, back pain, pain in extremity and nausea was resolving and the metrorrhagia had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter provided no causality assessment for abdominal distension, abdominal pain, anxiety, back pain, burning sensation, coital bleeding, fallopian tube perforation, genital haemorrhage, infection, menstrual disorder, migraine, pain in extremity, pelvic pain and scar with essure. The reporter considered abdominal pain lower, abdominal pain upper, abortion spontaneous, alopecia, bladder disorder, chest pain, dizziness, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, hot flush, hypersensitivity, menorrhagia, metrorrhagia, nausea, nervousness, pelvic inflammatory disease, pregnancy with contraceptive device, rash erythematous, urinary tract infection, vaginal discharge, vaginal haemorrhage, vision blurred, visual impairment and weight increased to be related to essure. The reporter commented: during the insertion, paracervical block was performed, zentac was also administrated. The insertion was easy, the procedure did not take more than 20min, no fluid loss during hysteroscopy more than 1500 cc was noted. No complaints immediately after insertion were observed. According to physician, they have never diagnosed essure in correct position. Patient was seen in (B)(6)2012 for pain. An ultrasound was performed, however the patient did not come for the hsg. It was unknown if essure was removed, since the patient was not seen since 2012. According to medical records: she has an essure in place but would like a hysterectomy or essure removed because pain has not improved since placement of essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.8 kg/sqm. Hysterosalpingogram - on (B)(6)2015: confirmed that the essure is in place in the tube.. Concerning the injuries in the case, the following ones were described in patient's medical records: chest pain, depression, headache, abdominal pain upper, back pain, abdominal pain lower, abdominal pain, vaginal discharge, flank pain, nausea, pelvic pain, urinary tract infection. Most recent follow-up information incorporated above includes: on 14-feb-2019: pfs and mr received: events: bladder disorder, spotting occurring at placement and ongoing for a period of time there after and nervousness were added. Surgeries were added. Essure removal date was added. Concomitant drugs and conditions were added. Lab data was added. Event onset date and outcome were added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.